Manufacturer narrative:
Previously, it was reported that the brakes could not hold. However, this was reported in error. Upon completion of the manufacturer's investigation it was determined that the fowler was difficult to raise and lower. This is not likely to result in serious injury or death as the fowler could still be raised and lowered if needed. There was no hazard as a result of the brakes.

Event description:
It was reported by repair work order that the brakes were not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the brakes were not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.